Manufacturer narrative:
The ge representative conducted an onsite investigation. The power cable and a fuse on the power supply were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the 7900 system were not working. No patient injury was reported.